Manufacturer narrative:
The device was not returned and no additional evaluation was possible. The surgeon declined to provide any additional details in support of further investigation or confirmation of the report and the circumstances surrounding the reported event are unknown. The root cause of the alleged breakage is unknown at this time. Product labeling states the following: "if a delayed union or non-union occurs the implant may fail due to metal fatigue. Patients should be fully informed of the risk of implant failure." In addition, "the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." In the event that additional relevant information is obtained, a subsequent report will be submitted.

Event description:
The surgeon reported that during a post operative visit, he identified via xray a screw breakage in a patient implanted with the helix anterior cervical plate system. He also reported that the patient is doing fine and he does not plan to take any additional action. He declined to provide any additional information.